Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support had a computed tomography¿¿(CT) scan which showed that the patient had experienced a brain bleed. The pump remained on for support of over 51 hours til care was withdrawn. Causality of the brain bleed was not known.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the stroke/cva issue was patient condition related, there was no spike in the motor current in the data logs and the relation to the impella is unknown.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03286 was provided.